Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented for routine follow up and intermittent loss of capture (loc) for the right ventricular (rv) lead was noticed with the current programmed output settings. A manual threshold test was performed and determined to show an increase in threshold measurements. The cause of the increased thresholds and loc were unknown. Subsequently, the physician opted to perform a revision procedure. During the revision procedure the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.